Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with trauma and underwent anterior cervical fusion surgery at c3 level. Post-operatively, the tip of screw were broken off in vertebral body and fragment of the screw were remaining in the patient. No patient complications were reported.